Event description:
Related manufacturer reference number: 2017865-2022-47642. It was reported that the patient's pacemaker was explanted and replaced for an unknown indication. It was also noted that the right atrial lead was replaced for an unknown indication. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.